Event description:
The system 5 sagittal saw was sent for eval because the decorative screw fell out of the saw causing the handpiece to disassemble during a procedure. The handpiece disassembled and fell into the sterile surgical field, but did not fall into the surgical site. The pt was administered additional antibiotics as a precautionary measure. The case was successfully completed with a backup device without any clinically significant delay.